Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for evaluation. From the pictures provided the defect was confirmed as reported by the customer clips not loading properly, however it is necessary to receive the physical sample to perform a proper in vestigation and confirm the alleged defect. P/n ae05ml is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: (B)(4) samples were taken from the current production p/n 543965 auto endo5 ml lot# 73b1900437, samples were functionally inspected or fired and the issue reported clips not loading properly was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot# 73g1800294 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some clips came out with closed when they were loaded into the jaws of the applier. There was no reported injury. This product was discarded by user because it was used on a patient who had an infection.